Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site the evaluate the suspect device. The fsr determined the most likely cause of the reported event is the exhalation flow transducer being out of calibration. After performing calibration, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.